Event description:
It was reported the patient experienced an unspecified infection, coincident with peritoneal dialysis therapy. The cause of the unspecified infection was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. Dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient experienced an unspecified infection. This report involves a patient who experienced an infection in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported event. This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.